Event description:
Per dealer, advised chair not tilting due to chair going into drive lockout when in a seated position. Dealer advised recalibrated actuator and worked for awhile then will go back into drive lockout.